Event description:
It was reported that thet customer fell into water with the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Also noted were minor scratches on the lcd window, a cracked case near display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.